Event description:
A malfunction alarm labeled "malf 12" was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in completing the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue happened again.